Event description:
Per the clinic, the patient suffered an impact to the head. The results of an integrity test done 2009, indicated the device is completely non functional. Company representatives indicate the electrode array has been severed due to the impact to the head.additional information has been requested but was not available at the time of this report, april 1, 2009.